Event description:
Patient underwent revision surgery on (B)(6) 2011. Removal of t8 screws was performed. A laminectomy t7 and t8 level was undertaken. Epidural puss and granulation tissue was excised. Extesion of the fusion of the t3 level was performed. Pedicle screws were inserted a histopathology specimen was sent.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.